Manufacturer narrative:
The returned device was fully deployed with no damage to the soft cannula. Insulin was observed exiting the distal tip of the soft cannula after rotating the ratchet gear. No problems were found that could cause high blood glucose levels. No abnormalities or deficiencies were found with the device during the investigation. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose; chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 317 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found slight angle, thus, bent. The site was bleeding a little bit. As treatment, a new pod was applied and corrections was administered. Document increase in bg levels from pdm records or as described by the caller: 210pm 7/27 273; 225pm 7/27 292; 234pm 7/27 317.